Event description:
During the surgical procedure the customer experienced several "temporary motion sensor mismatch" errors. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.